Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The device was received, the investigation is pending. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown hip implant on an unknown side on (B)(6) 2008 and the patient underwent revision surgery on (B)(6) 2017 to exchange femoral stem due to loosening. As exact implantation date is unknown the last day of the year reported is taken in this report.

Manufacturer narrative:
As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was now reported that the patient was implanted an unknown ceramic head on an unknown side on (B)(6) 2008 and the patient underwent revision surgery on (B)(6) 2017 to exchange femoral stem due to loosening. It was further reported that the stem is a competitor's device.

Manufacturer narrative:
It was now discovered that the products received are not manufactured by zimmer biomet. The returned devices are manufactured by a competitor (smith & nephew). Please invalidate this case from your system. This case will be invalidated as zimmer biomet is not the manufacturer of the devices. Zimmer reference number of this file is (B)(4).

Event description:
It was now discovered that the products received are not manufactured by zimmer biomet. The returned devices are manufactured by a competitor (smith & nephew). Zimmer biomet will invalidate this case.